Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The 20 day post-operative CT showed the presence of thrombus within the right iliac limb stent graft, and additional thrombus burden between two iliac limb stent grafts on the patient's left side. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.

Manufacturer narrative:
Based on a review of the medical imaging, there was no evidence of thrombus outside or within the stent graft but rather air pockets trapped between the iliac limb stent grafts. Furthermore, the implantation of an iliac limb extension followed by an iliac limb on the same side of the stent graft system is outside of the indications for use. There was no thrombus noted on either side of the stent graft system, and blood flow appeared good on both sides. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. The codes were updated.